Event description:
The customer contact reported the device touchscreen was not responsive. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation at the service center found the device touchscreen was responsive but the keys were not aligned. The probable cause was due to contamination caused by fluid ingress found on the touchscreen. This device has been identified part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.